Manufacturer narrative:
Device evaluation of monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vt. At 02:57:34 on (B)(6) 2022, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 230 bpm . The patient's post-shock rhythm was sinus bradycardia at 30 bpm with bbb. At 02:06:25 on (B)(6) 2022, the patient's rhythm was vt at 210 bpm degrading to vf with motion artifact/varying amplitudes. Response buttons were pressed at 02:06:51, which delayed treatment. Motion artifact, varying amplitudes, and response button use prevented the lifevest from treating the patient. At 02:07:54 and 02:08:05, the patient's rhythm was vf with motion artifact/varying amplitudes. Motion artifact, varying amplitudes, and response button use prevented the lifevest from treating the patient. From 02:08:59 to 02:11:04, the device properly detected vf. Response button use prevented the lifevest from treating the patient during these two times. From 02:16:56 to 02:20:24, the patient's rhythm was asystole with intermittent cardiac activity. The rhythm transitions to an idioventricular rhythm at 10 bpm with unconducted p waves and CPR/motion artifact. At 02:46:41, the electrode belt was disconnected. Patient was last seen in asystole at time belt was disconnected. Reporting out of abundance of caution since it is unclear who was pressing the response buttons while the patient was in vt/vf and due to motion artifact, varying amplitude preventing treatment while patient was in vf.